Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0272362. Medical device expiration date: na. Device manufacture date: 2020-09-28. Medical device lot #: unknown . Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: five hundred and seventy-nine 10ml amber syringes (p/n )(B)(4) were received. Five hundred were in five bags from batch #0272362 and seventy-nine were loose in a separate bag from an unknown batch. The samples were visually evaluated. Each syringe was observed to have a normal amount of silicone lubricant present on the roof of their barrels. The "condensation" observed is most likely silicone lubricant that is used in the manufacturing process and was acceptable per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the samples received were acceptable per product specification and the condition is not a true defect a potential root cause could not be established, and corrective actions are not necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number 0272362 that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that at least 2 bd¿ oral dispensing syringes 10 ml experienced moisture droplets in the syringe. The following information was provided by the initial reporter: customer states that when the packaging was opened, there was a condensation on the end of the syringe. No adverse events.